Manufacturer narrative:
Upon receipt, visual inspection found that there were no holes in the seal plugs. The leads were fully seated in the lead barrel. All of the setscrews operated normally. An is-1 lead was inserted and retracted without difficulties. The device's battery status indicator was at end-of-life (eol) at the start of laboratory testing. The eol battery status was reset by the technician so that lead impedance measurements could be obtained. In bipolar configuration, the atrial impedance measurement was 480 ohms. The ventricular measurement was 520 ohms. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient had died on (B)(6) 2016. According to the local representative, there has been no reported allegations that the use of the device or the prior product experience in (B)(6) 2014 caused or contributed to the patient's death. Boston scientific received information that the local representative that from the physician's perspective, the cause of death was unknown. No allegations of device malfunction were reported to the local representative. No save-to-disk was obtained post-mortem and the location of the device was unknown. Boston scientific received information that this device was received at boston scientific's return product department in june 2016.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that four months ago this pacemaker with a competitor right ventricular (rv) lead exhibited high, out of range, pacing lead impedance measurement of more than 2,000 ohms and triggered lead safety switch (lss). When the lss was tripped, the unipolar rv lead impedance measurement was at 800 ohms and the r wave measurement was at 7.2 millivolts (mv). On the other hand, the pacing threshold measurement was at 0.6 volts. Subsequently, several ventricular tachycardia (vt) episodes were noted due to noise since lss was triggered. The rv lead sense and pace function were left in unipolar configuration. Additional information was received indicating that the patient will continue normal follow up and the lead will be monitored as well. No adverse patient effects were reported. The device remains in service.